Manufacturer narrative:
(B)(6). (B)(6) 2016 a medtronic representative performed a navigation system check-out on the s7, all areas passed. System performed as intended. - the site completed another surgery on the same navigation system and placed 8 screws accurately. - (B)(6) 2016 a medtronic representative, following-up at the site, stated that the surgeon pulled out the screw and re-directed it. - (B)(6) 2016 software analysis was unable to determine probable cause with the information provided. Reported issue could not be replicated. - no parts have been received by manufacturer for analysis. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in a spinal fusion procedure, one of four screws was inaccurate medial by 5-7 millimeters. This was the last screw that was placed. It was noted that the frame may have been bumped by the physician assistant (pa). No other information was provided. The surgeon completed the procedure with the use of the navigation system and the imaging system. Delay in therapy was less than one hour.